Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4) relates to (B)(4) for the reported issue of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the push catheter was kinked and broken near the hub on the proximal end. The suture was still attached to the push catheter. The suture hole was not torn. The guide catheter was stretched, broken, and kinked (suture impressions). Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a common bile duct stone removal procedure on (B)(6) 2010. According to the complainant, during the procedure when the physician attempted to release the stent at the target site, the inner guide catheter kinked, stretched and then tore. The physician was able to successfully deploy the stent, by using the torn fragment of the guide catheter to release the stent. No part of the guide catheter detached into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a common bile duct stone removal procedure on (B)(6), 2010. According to the complainant, during the procedure when the physician attempted to release the stent at the target site, the inner guide catheter kinked, stretched and then tore. The physician was able to successfully deploy the stent, by using the torn fragment of the guide catheter to release the stent. No part of the guide catheter detached into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.